Event description:
It was reported that the ilet¿s sleep/wake button appeared unresponsive until the user placed the device on the charger, after which the screen activated; following cleaning of the wake/sleep button, the device unlocked and functioned. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy and no alerts or alarms. Investigation included user guidance and troubleshooting by cleaning the button and verifying normal operation off the charger. Investigation of this case revealed that the device responded to charging and button cleaning, consistent with a transient user interface responsiveness issue localized to the wake/sleep button, which resolved with maintenance. It was concluded, based on previously established findings for similar reports, that the cause was user maintenance required and device functioning within specifications after cleaning.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.